Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the neonate was cooling, and the nurse stated that the arctic sun device was beeping three times intermittently. The patient temperature was 33.4c, target temperature was 33.5c, water temperature was 26.5c, and flow rate was 1.1 l/min. One neonatal pad was in place and an esophageal probe was in place. The event log showed an alert 50 (patient temperature 1 erratic) and alert 11 (patient temperature 1 below the patient alert). They cycled the power to silence the alert. The nurse stated that they replaced the esophageal probe when they intubated the neonate. Ms&s explained that whether the device was running when they unplugged the probe it could trigger these alerts.

Event description:
It was reported that the neonate was cooling, and the nurse stated that the arctic sun device was beeping three times intermittently. The patient temperature was 33.4c, target temperature was 33.5c, water temperature was 26.5c, and flow rate was 1.1 l/min. One neonatal pad was in place and an esophageal probe was in place. The event log showed an alert 50 (patient temperature 1 erratic) and alert 11 (patient temperature 1 below the patient alert). They cycled the power to silence the alert. The nurse stated that they replaced the esophageal probe when they intubated the neonate. Ms&s explained that whether the device was running when they unplugged the probe it could trigger these alerts. Per follow up 1 on 07jan2021 via lisa-nurse, stated issue was resolved and patient completed therapy.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard."